Manufacturer narrative:
No hazard alarms were present in the data extracted from the device. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause a communication error. While the soft cannula was observed to be torn, the timing or cause of the tear could not be determined. Although there were no communication issues during the investigation and no hazard alarms were reported in the download data, the cause of the reported event could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached over 250 mg/dl while wearing the pod for 6 hours. Patient also reported there was a hazard alarm and communication error during wear. Additional method of treatment was not provided.